Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received an inappropriate shock due to twave oversensing on the right ventricular lead. It was also reported that the rwave sensing trend went down. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor was fractured, the distal conductor was distorted, the defibrillation conductor was distorted, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the outer overlay tubing, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.